Event description:
It was reported that a reddish-brown, cloudy substance was observed floating in the beaker. During preparation for a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation in the left atrium, an intellamap orion catheter was selected for use. A beaker containing heparinized saline solution was used during preparation, and no particulate or discoloration was observed prior to conditioning. Following conditioning of the catheter, a reddish-brown, cloudy substance was noted floating in the solution. The material did not appear solid and gradually dissipated, becoming no longer visible within approximately one minute. The catheter had not been introduced into the patient, and there was no blood contact at the time of observation. Despite the device demonstrating normal connection and functionality, the source of the substance could not be determined. Another of the same device was used, and the procedure was successfully completed with no patient complications.